Event description:
It was reported that the device delivered inappropriate atp and high voltage therapy. An alert for autocapture in high output mode was also noted. Morphology template update and programming changes were recommended. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.